Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger rod was difficult to move. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 309657 batch no. Unknown it was reported the plunger rod would not slide easily up or down. Crm intake notes: description of issue: contact reported plunger would get "stuck" as it wouldn't easily slide up or down when trying to load insulin into the plunger. ID the customer insert the needle into the cartridge and encounter fill resistance?: proceed to step 3. Number of occurrences: 2. Item number: 3 ml syringe, 309657. Product lot number: not available. Are samples available for investigation?: yes. Does customer authorize bd to contact customer to obtain sample(s)?: 2. Did issue cause any injury? If yes, what type of injury?: no. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment?: no. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Note: product category: needle/syringe issue.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger rod was difficult to move. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 309657, batch no. Unknown. It was reported the plunger rod would not slide easily up or down. Crm intake notes: description of issue: contact reported plunger would get "stuck" as it wouldn't easily slide up or down when trying to load insulin into the plunger. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 2. Item number: 3 ml syringe ¿ 309657. Product lot number: not available. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? 2 (contact (B)(6)). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Note: product category = needle/syringe issue."